Event description:
It was observed that during the device evaluation by the 3rd party repair center, the scope exhibited a distorted image as well as corrosion on the pin unit. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the results of third-party investigation were reviewed to complete the investigation. Based on the results of the investigation, it is likely the following led to the "image distorted" malfunction: failure of an electrical/electronic component. Additionally, it is likely the "pin corroded" malfunction was due to a device reprocessing problem. However, definitive root causes could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.